Event description:
As initially reported by the non-healthcare professional, that the consumer experienced discomfort and eye irritation in the left eye after using the lens, for which consumer visited a doctor and was diagnosed with corneal epithelial abrasion and corneal erosion. Microscopic examination of the lens revealed cracks on the lens. Doctor did not instruct the consumer to come again, and no re-examination instructions or prescription medication were provided. The current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.6: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).